Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that remote monitoring of this implantable cardioverter defibrillator (ICD) system revealed a high out-of-range shock impedance measurement of 125 ohms on the right ventricular (rv) defibrillation lead. Technical services (ts) referred the patient to the clinic. Additional information received reported that no troubleshooting was performed, however an in-range measurement of 95 ohms was obtained. This ICD and rv lead remains in service, and will continue to be monitored at this time. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that remote monitoring of this implantable cardioverter defibrillator (ICD) system revealed a high out-of-range shock impedance measurement of 125 ohms on the right ventricular (rv) defibrillation lead. Technical services (ts) referred the patient to the clinic. Additional information received reported that no troubleshooting was performed, however an in-range measurement of 95 ohms was obtained. This ICD and rv lead remains in service, and will continue to be monitored at this time. No adverse patient effects were reported.